Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient underwent a pocket revision due migration. The patient reported that the ipg felt as though it was eroding through the skin. The physician relocated the ipg to a new location. The patient is reportedly doing well following the procedure.